Manufacturer narrative:
The technician found the communication cable has been pulled from the bed and is damaged. The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No patient impact.